Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was overdischarged due to them not charging for over a year. It was noted that this was not the patient's first overdischarge. The rep was unable to perform a trickle charge and the patient wanted to get the ins explanted. The issue was considered resolved. No patient complications were reported.